Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries performed on the same day by a different surgeon, the pt was experiencing an unexpected outcome for this eye only. The implanting surgeon reported the pt was experiencing blurred vision in this eye. The implanting surgeon provided add'l info the lens was exchanged for the same model, same diopter lens, but he placed the lens on a different axis. Following the exchange procedure the pt was much happier with his vision.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided to properly complete an investigation. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. Add'l info was provided by the implanting surgeon on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).